Event description:
It was reported that the patient developed intermittent diaphragmatic stimulation after discharge for device implant. Interrogation of the device reproduced the stimulation that was visible and palpable in both unipolar and bipolar configurations when programmed to varying voltages and pulse widths. Capture thresholds increased from 3.0 v, 0.5 ms to 6.5 v, 0.5 ms. The device was programmed off until it could be replaced.